Manufacturer narrative:
D9/h6: product bi71000167 has been returned and is pending analysis. Codes b21, c21, and d16 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: h3, h6: the system was serviced in the field and it was found that the system was functioning normally. Further investigation found that the umbilical was worn and beneath the image acquisition system (ias) connection panel there was a bulge which could cause the reported connection issues. The umbilical was replaced and the system functioned as expected. Applicable codes: b01, c07, d02 no parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that there was an error that occurred twice on the day of report stating x-ray disabled. The system was booted up and was just waiting to be used and the green check marks on the pendant changed to a red x on the second tab, middle tab, and another with a radiation symbol. The site was forced to reboot the system both times and was unable to scan and complete the case. There was no impact on patient outcome. A manufacturing representative (rep) made a site visit and noted that the complaint could not be duplicated and there were no error for the generation on the date of report. The umbilical was found be worn and bulging beneath the image acquisition system (ias) connection panel when inspected. It was noted that this could have caused the mobile viewing station  (mvs) to lose communication with the detector.

Manufacturer narrative:
H3, h6: product ID bi71000167, lot number: 963 rev. D, was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. Cable passed continuity test. Installed mvs cable in o-arm system c1396. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successfully acquired during a spin. The mobile view station (mvs) interface cable did show signs of normal wear and tear. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.